Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the pump screen shattered. There was no reported impact to customer's blood glucose level. Reportedly, the pump was not functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.